Event description:
The customer reported getting a recurrent defibrillate failure cycle power 20 error.

Manufacturer narrative:
The customer reported getting a recurrent defibrillate failure cycle power 20 error. On 10/08/2009, the device was evaluated at philips by a technician. The symptom was verified, and the power pca was replaced which resolved the reported issue.